Event description:
MFR rep reported an adverse event for unilateral gpi parkinson pt. The pt became hypotonic and experienced stroke-like symptoms after implant of an ipg. The next day, the pt returned to baseline, with facial paralysis and weakness on one side. The pt had a lead implanted one month prior to the ipg implant, with no adverse effect. The pt had been programmed with two negative electrodes and one positive electrode at 210 pulse width and a lower rate. CT scan was negative. Unk whether the device was explanted or returned to the MFR for analysis. A follow-up will be sent if additional info is received.